Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03131, 0001825034 - 2020 - 03132, 0001825034 - 2020 - 03133, 0001825034 - 2020 - 03134, 0001825034 - 2020 - 03135.

Event description:
It was reported circulated items were investigated and identified debris in sterile package. No patients were involved. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Further evaluation found debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Sterility has been breached. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the foreign debris is the operator not following the work instructions provided. The root cause of the white foam debris is likely the cause of transit damage. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.